Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the physician expressed difficulty screwing the left ventricular (lv) lead into the header of the device. The physician noted "it was coming out". A setscrew problem is suspected. The device was removed and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.